Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 25.1 mmol/l and 6.6 mmol/l. On (B)(6) 2019, the patient received the following results within 10 minutes: 22.4 mmol/l and 8.9 mmol/l. On (B)(6) 2019, the patient received the following results within 10 minutes: 18.1 mmol/l and 5.1 mmol/l. On (B)(6) 2019, the patient received the following results within 10 minutes: "hi" mmol/l (greater than 33.3 mmol/l) and 11.0 mmol/l.